Event description:
Reportedly, during the installation of the subject home monitor for the first transmission, it was observed that the status light remains in orange and the transmission could not be performed.

Event description:
Reportedly, during the installation of the subject home monitor for the first transmission, it was observed that the status light remains in orange and the transmission could not be performed.